Manufacturer narrative:
An investigation determined that the usb port on the computer was the issue rather than the sync box. The issue was resolved with a replacement of the usb port.

Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On (B)(6) 2016, merge healthcare was notified that there was a sync box issue with merge eye station. On (B)(6) 2016, follow-up with the account revealed the issue led to a delay in patient care because images could not be captured for several days. It was determined the usb port was the issue instead of the sync box. The issue was resolve once the usb port was replaced on the computer. There was no indication of patient harm however, this issue is being reported due to the potential for harm related to a delay in treatment.